Event description:
Discordant, falsely low sodium (na) and potassium (k) results were obtained on one patient sample and a discordant, falsely elevated albumin (alb) result was obtained on another patient sample on a dimension vista 1500 instrument. The discordant results were not reported to the physician(s). The samples were repeated on an alternate instrument, resulting as expected. It is unknown if the corrected results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, na, k and alb results.

Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the cse replaced the aliquot probe due to gel build up. The cse removed and cleaned the aliquot drain and aligned the probe. Precision testing and quality controls were run, resulting within range. The cause of the discordant, na, k and alb results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.